Event description:
An unknown size driver mx2 coronary stent system was inserted into a patient for the treatment of an unknown lesion site. The vessel morphology was not reported. It was reported that the device was being inserted into the guide; while advancing it snapped into two pieces. The physician removed the device successfully. Another manufacturer's device completed the case. The device was discarded. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: other- lack of information. Conclusions: other- lack of information.